Event description:
Reporter reported to our distributor that an mr290 humidification chamber deformed when in use with metran humming v ventilator in hfo mode. No pt consequence was reported.

Manufacturer narrative:
The returned device and photograph were visually inspected. We also referred to results from a previous investigation (related MDR number: 9611451-2007-00142. Results: our records indicate that this is the only complaint of this nature received for the given lot number. We confirm that slight deformation of the mr290 gas perts was evident and most likely due to overheating. The setup used in this case has been tested by metrar. The ventilator MFR. Based on results from a previous investigation with an almost identical event description, the reported malfunction was most likely due to user error in the way the sys was set up, and ventilator settings that were in use. Conclusions: unless we receive further info on this complaint. We conclude that user error contributed to the device malfunction. We will communicate our investigation results to the user to potentially prevent this fault from recurring. The occurrence rate for such complaints is low with three almost identical complaints received in the last 12 months. We will continue to monitor complaints of this nature for any increase in trend.